Event description:
It was reported that a scratch on the valve was noticed prior to implantation.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.